Manufacturer narrative:
The device evaluation was completed on 14-dec-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a brim cap detached issue occurred. It was reported that the orange part of the hemostatic valve came off. The cap is dislodged. This occurred right after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was used. The issue was resolved by changing the vizigo sheath to another one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection of the returned device was conducted. Visual analysis of the returned sample revealed that the device was returned in the condition reported as the brim cap was detached, and the hemostatic valve and silicone ring were lost. The sheath was found with several bents on the body of the sheath. The device was sent to the device manufacturer for further analysis and the conclusion was attributable to the handling and excessive force used during the procedure. A manufacturing record evaluation (mre) was performed for the finished device 00001630 number, and no internal actions related to the complaint were found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a brim cap detached issue occurred. It was reported that the orange part of the hemostatic valve came off. The cap is dislodged. This occurred right after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was used. The issue was resolved by changing the vizigo sheath to another one. The procedure was completed without patient consequence. Additional information was received, and it was reported that the hemostasis valve (gasket) did not break into two or more separate pieces. The brim cap become detached from the sheath. No air entered the patient¿s body, and no blood return was observed. The issue did not require percutaneous, surgical removal nor medical intervention.